Event description:
It was reported the pt was begun on intrathecal ziconotide in 2009. The titration period lasted 15 days up to 6-8 mcg/day. Morphine was administered concomitantly. At about 2 weeks later, the pt presented with mild dysphoria with ziconotide at 6 mcg/day. The pt was discharged with a dose of 5 mcg/day. Some few days later, the pt was noted to be "excited"; the dose was decreased to 4.7 mcg/day. One week later, the pt was "ok". Two days later, oral morphine 0.5 mg/day was reintroduced without any difficulty. At approx 5 days later, the pt was hospitalized due to hyperthermia and "major confusional trouble". The hyperthermia was due to a urinary infection, septicemia (e. Coil). The dose of ziconotide was decreased to 2 mcg/day and no pain was observed. At about one week later, the pt experienced hallucination, felt agitated and aggressive with suicide attempt by defenestration. Ziconotide was discontinued and morphine was reintroduced into the pump. The pt recovered 5-6 days after discontinuation. The rptr considered the event "possibly related" to the drug.